Manufacturer narrative:
H6. Evaluation code corrected to manufacturing deficiency. Device eval by manufacturer: unit returned with its original and part of the pltinum plus. Guidewire was returned suck in a device that is not from boston scientific. The guidewire was inspected. It was observed that the guidewire was bent and stretched at the distal tip section. The guidewire was also observed to be detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was also confirmed that the guidewire was bent and stretched at the distal tip section and was detached.

Event description:
Reportable based on device analysis completed on 17may2023. It was reported that guidewire unraveled occurred. The patient presented with heart failure. During an insertion procedure of a non-boston scientific device, five 3 018/260 platinum plus guidewires were used. However, the wires were unraveled upon insertion. Venogram was performed to make sure that there was no stenosis that the wires were getting stuck in. The approximate location of the damage on the device was through the right internal jugular. All the guidewires were removed intact, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed guide wire detached.

Manufacturer narrative:
Device eval by manufacturer: unit returned with its original and part of the pltinum plus. Guidewire was returned suck in a device that is not from boston scientific. The guidewire was inspected. It was observed that the guidewire was bent and stretched at the distal tip section. The guidewire was also observed to be detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was also confirmed that the guidewire was bent and stretched at the distal tip section and was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that guidewire unraveled occurred. The patient presented with heart failure. During an insertion procedure of a non-boston scientific device, five 3 018/260 platinum plus guidewires were used. However, the wires were unraveled upon insertion. Venogram was performed to make sure that there was no stenosis that the wires were getting stuck in. The approximate location of the damage on the device was through the right internal jugular. All the guidewires were removed intact, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed guide wire detached.